Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, the patient's parent reported that the patient was getting multiple low glucose readings on the cgm around 1:00pm. Based on the low readings, the patient ate a lot to treat the low readings on the cgm. The patient did not check a bg finger stick reading during this time. At around 4:00pm, the patient started feeling nauseous and was vomiting. The patient's parent contacted the patient's doctor and was advised to bring the patient to the emergency room (ER). At around 6:00pm, the patient was at the ER. The doctor checked the patient's bg and it was 600 mg/dl while the cgm was 70 mg/dl. It was reported that the patient was in diabetic ketoacidosis (dka). The patient self-treated with insulin at the ER and the doctor administered an IV drip. At around 2:00am ((B)(6)2025), the patient was fine and was able to go home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.